Manufacturer narrative:
Additional information: manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced both the internal and external cable. The navigation system then passed the system checkout and was found to be fully functional. The suspected input/output cable and wide surgeon led were returned for analysis. The cable was found to be in good condition with no fault found and the led was returned unused.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while servicing a navigation system, the camera power cycled 3 times, beeping each time, and displaying "localizer not connected". Afterward the camera would work. The manufacturing representative on site checked the system and there were no indication of a failure. They completely rebooted the system and the issue did not persist itself. The site stated that when it did happen, they would wiggle the external cable to fix it. There was no patient present when this issue was identified.